Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2016, the pump and catheter were explanted due to infection. The pump had become infected and eroded through the skin leaving an open wound. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The patient status was reported as "alive-with injury" with the injury being noted as "patient being treated for infection and wound care." Additional information was received from an hcp on 22-jun-2016 and it was reported that when the patient was seen on (B)(6) 2016 his pump was functioning properly at that time without any infection present.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.